Manufacturer narrative:
The product remains implanted and without the return of the product, no definitive conclusion can be made regarding the clinical observation. Multiple attempts for additional information were requested, however were unsuccessful. This event will be updated if additional information is received. (B)(4).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this annuloplasty band was explanted immediately following its implant. No adverse patient effects were reported. Additional event information was requested, but no information was received.